Manufacturer narrative:
The t:slim x2 basal iq user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose (bg) was approximately 350 mg/dl. Additionally, it was reported that customer performed the load fill tubing sequence while connected at the infusion set site. Subsequently, bg dropped to 46 mg/dl. Customer consumed carbs to address bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Reportedly, the customer reverted to manual injections for insulin therapy.